Event description:
The customer reported that the intellivue mx800 patient monitor was intermittently not alarming for red alarms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.